Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient developed a tibial cyst after an anterior cruciate ligament repair. No further information received. Update 01-dec-2020: further information were provided that the initial surgery was performed on (B)(6) 2019 and that the reported problem was identified on (B)(6) 2020. It was further reported that the patient was treated conservatively and had persistent pain.